Event description:
The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions) and h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported recurring insulin flow blocked alarms. The customer reported no adverse event. The event involved product(s) mmt-441ag, mmt-1884l, mmt-342. Troubleshooting was partially performed for the insulin flow blocked alarm and the non-serialized product being replaced. No harm requiring medical intervention was reported. Mmt-441ag was requested and the customer response was the device will be returned. The customer was instructed to discontinue device use. Mmt-1884l was requested and the customer response was the device will be returned. Mmt-342 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and selftest. No unexpected no delivery alarms noted during testing. Successfully downloaded history files and traces using thump. Nodelivery alarms could not be confirmed on the event date due to recorded data is out of range, earliest is (B)(6) 2025. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, display window cover (scratched), pillowing keypad overlay, cracked keypad overlay button (select), keypad overlay texture damage, cracked case at belt clip rail corner, cracked battery tube threads, and scratched case. Unexpected insulin flow blocked alarms/no delivery alarms were not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.